Manufacturer narrative:
Based on the initial report, the date of event is best estimated to be (B)(6) 2014. Awaiting return of complaint sample.

Event description:
Complainant's mother filed a complaint and stated that after her son used the medical device rite aid hydrogen peroxide cleaning & disinfecting lens care system and experienced a burning sensation in his eyes.